Event description:
It was reported by service report that the cot release handle was not functioning due to a missing extension spring. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Released handle.